Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited noise and high out-of-range pace impedance measurements. Fluoroscopy noted what appeared to be lead conductor damage at the level of the clavicle. A revision procedure was performed wherein the ra lead was explanted and replaced. It is unknown whether the lead is available for return at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted damage the outer conductor coil 26 cm from the terminal pin. Resistance testing determined the lead was not electrically continuous. X-ray was performed and noted no fractures to the inner conductor coil at either the termainl or electrode tip ends. Inspection of the lead body noted multiple fractures to the outer conductor coil 24-28 cm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by a repetitious localized force in the clavicular/first rib region.

Event description:
.